Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend instrument had a broken wire. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that a conductor wire was fully broken while cutting the tissue. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure. No signs of thermal damage or loss of cautery was observed. There was no report of fragment falling inside the patient. The procedure was completed with a backup instrument of same kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the conductor wire insulation was found to have a tear in the insulation near the break of the conductor wire at the distal end. Visual inspection displayed signs of physical damage and the wires were exposed. The complaint was confirmed by failure analysis. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed a broken conductor wire.